Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: high humidity environment and dirty pcb causing assay/glucose channel to short out (B)(4). Note: manufacturer contacted customer on 4/25/2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer stated she felt dizzy and believed it was related to her diabetes. Customer denied need for medical attention at the time of the call back. Customer stated she did not have any medical intervention since the last call. Customer stated no additional blood tests were performed with the truemetrix meter as she does not have any more test strips. Another call was made on (B)(6) 2017; customer had no symptoms and no medical attention was reported.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the blood was absorbed. During the call on (B)(6) 2017, the customer stated she was feeling weak and believed it was due to her diabetes. The customer's expected blood glucose test result range was undisclosed. The product is stored according to specification in the living room; customer stated she may have left the strips out of the vial too long. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date was undisclosed. During the call on (B)(6) 2017, the customer performed a blood test before troubleshooting process and obtained a result of e-3; customer only had one test strip. The meter memory was not reviewed for previous test result history. The customer had difficulty hearing the telephone conversation. The call was disconnected and the customer was called back and voicemail message was left with contact information.